Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the phasix plug and patch (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2007- patient was diagnosed with right femoral hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿the hernia sac was identified in femporal region and as dissected. The omentum and the contents were reduced. A perfix plug was placed over the defect and sutured¿. On (B)(6) 2013- patient was diagnosed with infected mesh, thereby underwent open repair with explant of perfix plug (device 1), implant of phasix plug and patch (device 2). Per op notes, ¿previous incision was opened and the mesh (perfix plug) was found infected and was excised. Direct hernia was identified in right groin region. Phasix plug and patch (device 2) was placed in the direct space and sutured. The onlay patch was placed in similar way and sutured¿. On (B)(6) 2013- patient was diagnosed with small bowel obstruction, thereby underwent laparoscopic repair. Per op notes, ¿extensive abdominal adhesions were lysed. Omentum was freed up from the abdominal wall. In the right lower quadrant identified a small bowel obstruction¿.